Manufacturer narrative:
The authorized repair facility technician(rft) performed diagnostic testing on the device speaker and found that the device speaker was not producing audio when performing the startup test. The rft replaced the device speaker. The device then passed all functional testing.

Event description:
During evaluation at bench repair, it was identified that the device had no audio.the device was not in use on a patient at the time of the event.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of the event

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.